Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the audiologist, results of an integrity test reviewed in 2008, by cochlear personnel were consistent with normal receiver/stimulator function with multiple electrode anomalies. Due to the decrease in performance, reimplantation was recommended. Explantation/reimplantation had not been scheduled at the time this report was filed.